Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by ¿not clear in color¿ effluent. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for the peritonitis event. Treatment was not reported. Eight days after event onset, the patient passed away. The cause of death was reported as due to peritonitis. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available as the reporter declined to provide further information.